Event description:
It was reported that the patient experienced a heart rate in the "30-40s", which is lower than that of the programmed lower rate of the implantable pulse generator (ipg). It was also reported that the patient experienced dizziness and bigeminy pattern was present on the electrocardiogram (ECG). It was also reported that the ipg clock was incorrect. The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.